Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during a routine generator change out. During the procedure, the physician noted minor wear on the atrial lead. The thresholds and impedances were stable and no signs of wear. The physician used a suture sleeve to prevent any further wear on the site of the atrial lead on (B)(6) 2020. The procedure was completed. The thresholds and impedances were acceptable post procedure. The patient was stable.